Event description:
Pt reported performing back-to-back tests on the suspect device with results of 357 mg/dl and 170 mg/dl. No pt injury was reported. Pt noted that physician had recently increased nightly dosage of insulin glargine from 12 units to 15 units. Quality control testing had been performed on the system 4.5 months ago; however, pt could not recall the results. Technical support requested the return of the suspect product and replacement product was shipped.